Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The customer informed the tech that the device was turned off and then on again and the issue went away. Customer was sent the newest software version for the device. The customer indicated they would get that uploaded and if they have any further issue they would call back. No further action was needed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer..